Manufacturer narrative:
Per tandem user guide: if you do not see drops, tap fill. The fill tubing screen appears, repeat steps 5 and 6 until you see 3 drops of insulin at the end of the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of high (specific bg value was not provided). Reportedly, the customer was "instructed to skip fill tubing step" which resulted in the high bg. Customer gave a correction bolus via the pump to address the high bg level. Tandem technical support educated customer on the proper load techniques. The customer successfully completed the load sequence and insulin delivery was resumed.